Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The cds was returned and the reported mechanical jam of inability to remove the gripper line could not be replicated in a testing environment as the gripper line was not returned and the delivery catheter (dc) handle was returned disassembled. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported inability to remove the gripper line in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. The clip was deployed on the mitral valve leaflets without issue. However, after removing approximately 10 cm of the gripper line, resistance was felt and the gripper line could not be removed. Attempts to remove the gripper line failed, one end of the gripper line disappeared into the delivery system handle. The handle was unscrewed and opened, and the gripper line was removed. The clip remained secure on the leaflets. A total of two clips were implanted, reducing mr to 1. The patient is stable. There was no clinically significant delay in the procedure. No additional information provided.